Manufacturer narrative:
(B)(4). Similar to device under 510(k) p070016. (B)(4). Summary of investigational findings: based on the investigation it was not possible to conclude the exact root cause for the experienced advancement difficulties, but no evidence to suggest that product was not manufactured according to specifications. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to initial reporter: a male patient underwent taa repair. The access vessel in the left was 10 mm without severe tortuous. Taa was at around the left subclavian artery, but 25 mm neck was ensured by performing debranching of the brachiocephalic and the left common carotid and the subclavian. Esbe-34-77-t-pf was placed first, and then zteg-2pt-42-208-pf was placed right below the subclavian artery next. Then he attempted to advance the delivery system of tbe-42-81-pf, but its tip got caught at the third stent of the mainbody and would not advance any further. He inserted a lunderquist wire from the right to support advancement, but the delivery system wouldn't advance. He found the mainbody had migrated, so stopped attempt of advancement. He placed a gore's c-tag (45 mm) instead and completed the procedure without problem. Patient outcome: the patient did not experience any adverse effects due to this occurrence.